Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon using the drill bit for placement of screw for the cup the drill bit broke in two pieces. Both pieces were recovered, the case was not delayed and the patient was not harmed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :according to the information provided, "it was reported that upon using the the drill bit for placement of screw for the cup the drill bit broke in two pieces. Both pieces were recovered, the case was not delayed and the patient was not harmed." Records show the product complaint sample associated with this complaint (B)(4). Was delivered to the warsaw depuy synthes facility for investigation, however an exhaustive search revealed the complaint sample was dispositioned for destruction before the investigation of the physical product could be completed. The failure to follow the correct sequence of product handling steps per the complaint handling procedural guidelines has been escalated in the depuy synthes quality system. A search of the complaint database found similar reports of drill bit breakage and bending within the 2274 drill family that were attributed to unintended use error as the likely potential cause. However, without the device to examine, the investigation could not draw any further conclusion for this specific device. It was identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure 061142-050, the drills are attached to a hand-held power drill and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with 455-grade stainless steel. 455-grade stainless steel has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation. A review of the product record management system found (B)(4). Pieces of this lot were distributed. A search of the depuy synthes quality management system was performed for the finished goods device lot number pg287226, and no non-conformances were identified. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rates. Review of the risk assessment summary for this device revealed a risk level of low. The device is designed such that the level of risk associated with load transfer between compatible devices or in standalone devices is acceptable to meet the requirements for performance indicated in the device/country specific IFU (the user can identify when to remove the device from service). The angled placement of screws could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : a review of the product record management system found (B)(4). Pieces of this lot were distributed. A search of the depuy synthes quality management system was performed for the finished goods device lot number pg287226, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a1, a3, d4 (lot), d9, h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.